Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported leaking while disconnecting maxzero from t-connector extension set. No pt harm or medical intervention occurred. No further pt event info was reported.